Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the display screen is not working, won't light up. The provider states the screen is cracked.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd pcb control panel was damaged/ lcd was cracked , causing the display not to function, which confirmed the original complaint issue.

Event description:
Provider states that the display screen is not working, won't light up. The provider states the screen is cracked.